Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the male luer broke while in use on a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer broke was confirmed. Visual inspection found the male luer on the suspect extension set tip broken in half. Further visual inspection under magnification observed a whitish colored stress marking along one side of the luer tip. The tip was returned in the maxzero component of the concomitant set mz5309. Additionally, the male luer collar on the suspect extension set was completely broken near the base of the luer. The collar was returned loose in the package. Functional testing was not performed due to the obvious damage. The root cause was not identified.